Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after clamping the tissue, the surgeon tried to fire the blade and it did not activate.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument noted no visual abnormalities. The single use loading unit (sulu) displayed a full complement of staples and the interlock was set. No knife blade damage was noted. The instrument and sulu were applied to the appropriate test media. The firing knob could not be advanced. A test sulu was loaded into the device with acceptable results. The returned sulu was then loaded into a test instrument with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is currently under evaluation. A follow-up report will be submitted when evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after clamping the tissue, the surgeon tried to fire the blade and it did not activate. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.